Manufacturer narrative:
Investigation results: this bur guard was received for evaluation and found to have worn bearings, which can contribute to the unit overheating. Further investigation found the unit overdue for preventive maintenance. The customer will be contacted with additional information regarding care and maintenance of this equipment as outlined in the instruction manual and information for use (IFU).

Event description:
It was reported that this bur guard was in use in oral surgery with a drill that got hot. There was no report of injury or surgical delay with this event.